Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the emitter of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Evaluation codes that apply to this testing are 10, 114, 4307. The emitter was returned to the manufacturer for analysis. Analysis found no fault with this component. Evaluation codes that apply to this analysis are 10, 213, 4315. There is conflicting information in this file regarding replication of the issue. Follow-up is being conducted to clarify this information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the navigate task of a fess procedure the system stopped tracking instruments and the electromagnetic localization system and emitter went into red status. The site rebooted the system twice with no resolution. The surgeon continued the case without the use of navigation. There was no delay to the procedure and no reported impact on patient outcome. The clinical specialist (cs) reported that while he was on site performing a system checkout for the issue, the electromagnetic localization system box displayed a 7 while the emitter was chirping. Technical services (ts) advised the cs to check the em interface and there was one fault that displayed (flt). Per the instruction manual foe the electromagnetic localization system, "if there are multiple flt listings, this indicates that the electromagnetic localization system needs to be replaced in the system. If only one flt error is displayed, the system needs a replacement emitter." It was later reported that the (cs) called in to technical services (ts) to report that while on site he was able to boot up the fusion system and the reported emitter was performing as intended. He stated that he was able to track instruments and patient trackers. The cs also stated that he had the backup emitter from a different navigation system at the site just in case. The cs wasn't able to replicate the issue and called ts to gather any more details regarding the emitter.

Manufacturer narrative:
Follow-up was conducted to clarify information provided on the initial MDR regarding replication of the issue. Event description has been updated with additional information to clarify. The clinical specialist (cs) was not able to reproduce the issue when he arrived at the site, however after discussing with technical services (ts) it was determined that the emitter should be replaced as there may have been and intermittent issue with the functionality. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the emitter to fix the issue was on back-order.  The site had a second navigation system with an electromagnetic localization system and emitter and a case scheduled before the new emitter was to ship.  After the clinical specialist (cs) spoke to technical services (ts) it was agreed that the cs could temporarily replace the emitter from the other navigation system to keep from cancelling a case that was scheduled.  When the cs arrived onsite the system booted correctly and he was able to navigate without issue before replacing anything.  After discussing with tech support it was decided that the emitter could have an intermittent issue and we would replace with new emitter when it arrived.